Event description:
It was reported that this pacemaker exhibited high pacing impedances on both the right ventricular (rv) and the left ventricular (lv) channels. The lv impedances were out of range and led to a lead safety switch. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. Testing was performed and no impedance changes were recreated. The system was reprogrammed and will continue to be monitored. The rv lead was another manufacturer's product. The make of the lv was unknown. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high pacing impedances on both the right ventricular (rv) and the left ventricular (lv) channels. The lv impedances were out of range and led to a lead safety switch. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. Testing was performed and no impedance changes were recreated. The system was reprogrammed and will continue to be monitored. The rv lead was another manufacturer's product. The make of the lv was unknown. This pacemaker remains in service. No adverse patient effects were reported. This supplemental report is being filed to provide an updated code.